Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 54 mg/dl. Customer treated their low blood glucose with carbs. Customer declined to troubleshoot for low blood glucose levels.